Manufacturer narrative:
The service rep replaced both roll pins, verified lock operation, replaced the ps3 power supply, and verified 24 volts to lift motor. The system is operating as intended.

Event description:
Customer reported the pins which are designed to stop the c-arm rotational movement are broken. Also the vertical lift is intermittently not functioning.